Event description:
Complainant reported the port leaks even when not in use.

Manufacturer narrative:
As reported, there is no sample to return. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.